Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site address, event site city), h6 (medical device problem code, investigation findings).

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the probable cause of the defect was a compressor defect. The fse replaced the compressor using the customer's discarded cs300 device's compressor was used to resolve the errors. Functional check and test run of the device according to the valid service manual. Functional check were performed according to the manufacturer's recommendations.

Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump(iabp) when turning on the device, it first started reporting low vacuum and then electrical error code #50. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.